Event description:
Hold asd 7/13/2015. It was reported that one day after implant, the patient had an unusual screen on the patient programmer. The null screen appeared and the patient reportedly lost stimulation when it appeared. The patient was walked through toggling to the left or right, and re-synced the device which gave him his stimulation and settings back. It was reviewed that somehow the programmer or stimulator had lost the settings or had them cleared out.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), product type: screening device. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977d260, serial# (B)(4), product type: screening device. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).